Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been without stimulation due to the ipg being unable to communicate with the charger. A replacement charger was sent to the patient to provide resolution but was unsuccessful. As a result, the patient may undergo surgical intervention on a later date.